Event description:
Customer reported that the insulin pump alarmed compromised force sensor system during prime. The insulin pump was not bumped or dropped. The drive support cap is recessed. Blood glucose value was 146 mg/dl. Customer stated he will be calling back to arrange the insulin pump replacement as he was unavailable at the time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.